Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a retained capsule. The customer noted that the capsule was placed on (B)(6) 2019 and x ray was performed on (B)(6) 2019 and confirmed that capsule was still present.